Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to transmit all of the data to the recorder. The recorder started beeping, but the light continued to flash blue after about 4 hours into the study. She advised the patient to continue with the study and it only uploaded 4 hours of study. There was no patient or user harm. No other known adverse events were reported.

Manufacturer narrative:
Evaluation summary: though the capsule was not received for evaluation, the study was provided. Based on the data that was collected during the procedure, the study duration was 01:51:30 instead of the usual 24, 48 or 96 hours. The information indicates a short study despite the scheduled study duration being unknown. The ph levels throughout the recording are normal and there are no gaps in the data. A review of the device history record indicates that the product was release meeting finished product specification. As only the study data was provided and no product was returned for investigation, the cause of the reported failure cannot be reliably determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.